Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer reported that they had no delivery alarm during prime. The troubleshooting was performed and was advised to disconnect at the quick set release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin exited. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.